Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left fallopian tube") and device dislocation ("essure coil had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("irregular vaginal bleeding"), back pain ("back pain"), ovarian cyst ("ovarian cysts"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (unilateral tubal litigation) and surgery (unilateral tubal litigation). Essure was removed in (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, dyspareunia, dysmenorrhoea, vaginal haemorrhage, back pain, ovarian cyst, headache and migraine outcome was unknown. The reporter considered back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, migraine, ovarian cyst and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. On or about (B)(6) 2016 the plaintiff underwent a procedure to remove the remaining essure device. Diagnostic results: in (B)(6) 2011: hsg test (hysterosalpingogram) was performed, left fallopian tube was not occluded, essure coil had migrated and/or perforated left fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left fallopian tube"), intestinal perforation ("perforation (other) please describe and state the location of the perforation: bowel") and device dislocation ("essure coil had migrated / migration of essure device location of device: left coil is missing") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"), back pain ("back pain"), ovarian cyst ("ovarian cysts / reproductive system disorder or condition type of disorder or condition: bilateral simple paratubal cysts; right ovarian cyst"), headache ("headaches"), migraine ("miograines"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction type:"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: mild acute and chronic cervicitis"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rash on right abdominal side"), chest pain ("blood or heart disorder/condition type: chest pain"), palpitations ("palpitation"), nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness, light headed"), feeling abnormal ("brain fog"), memory impairment ("more forgetful"), syncope ("fainting"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss") and arthralgia ("joint pain"). The patient was treated with surgery (unilateral tubal litigation, hysterectomy (full), salpingectomy (bilateral removal of fallopian tube), surgery (unilateral tubal litigation, hysterectomy (full), salpingectomy (bilateral removal of fallopian tube) and surgery (unilateral tubal litigation, hysterectomy (full), salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, intestinal perforation, device dislocation, dysmenorrhoea, vaginal haemorrhage, back pain, ovarian cyst, headache, migraine, menorrhagia, hypersensitivity, cervicitis, mood swings, depression, anxiety, rash, chest pain, palpitations, nausea, dizziness, feeling abnormal, memory impairment, syncope, fatigue, abdominal distension, alopecia and arthralgia had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, cervicitis, chest pain, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, hypersensitivity, intestinal perforation, memory impairment, menorrhagia, migraine, mood swings, nausea, ovarian cyst, palpitations, rash, syncope and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. On or about (B)(6) 2016 the plaintiff underwent a procedure to remove the remaining essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion expulsion of essure device in (B)(6) 2011: hsg test (hysterosalpingogram) was performed, left fallopian tube was not occluded, essure coil had migrated and/or perforated left fallopian tube. On (B)(6) 20111 hysterosalpingogram should right tube was blocked, left tube not blocked, coil could not be found; tubal ligation to left tube; exploratory surgery to locate essure device. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: cervicitis, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type:, infection (bladder/ urinary tract/vaginal) type: mild acute and chronic cervicitis, psychological or psychiatric problems condition: mood swings, depression, anxiety, rashes or skin conditions type: rash on right abdominal side, blood or heart disorder/condition type: chest pain, palpitation, nausea, neurological conditions or problems type: dizziness, light headed, brain fog, more forgetful, fainting, fatigue, gastrointestinal or digestive system, gastrointestinal or digestive system condition type: bloating, perforation (other) please describe and state the location of the perforation: bowel, hair loss, joint pain. Lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left fallopian tube/ essure coil had migrated / migration of essure device location of device: left coil is missing") and intestinal perforation ("perforation (other) please describe and state the location of the perforation: bowel") in a 33-year-old female patient who had essure (batch no. 774379, 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: kariva and ocella. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo). In (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)/painful menstrual cycle, excessive cramping"), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy period with large clots"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: mild acute and chronic cervicitis"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), arthralgia ("joint pain"), menstruation irregular ("irregular menses"), metrorrhagia ("spotting between periods") and adnexa uteri cyst ("bilateral simple paratubal cysts"). In 2013, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts / reproductive system disorder or condition type of disorder or condition: ; right ovarian cyst"), headache ("headaches"), migraine ("miograines"), rash ("rashes or skin conditions type: rash on right abdominal side"), palpitations ("palpitation"), dizziness ("neurological conditions or problems type: dizziness, light headed") and amnesia ("memory loss"). On an unknown date, the patient experienced back pain ("back pain"), hypersensitivity ("allergic or hypersensitivity reaction type:"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), chest pain ("blood or heart disorder/condition type: chest pain"), feeling abnormal ("brain fog"), memory impairment ("more forgetful"), syncope ("fainting") and concussion ("concussion"). The patient was treated with ibuprofen, lorazepam and surgery (unilateral tubal litigation, hysterectomy (full), salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, intestinal perforation, dysmenorrhoea, vaginal haemorrhage, back pain, ovarian cyst, headache, migraine, menorrhagia, hypersensitivity, cervicitis, mood swings, depression, anxiety, rash, chest pain, palpitations, nausea, dizziness, feeling abnormal, memory impairment, syncope, fatigue, abdominal distension, alopecia and arthralgia had resolved and the dyspareunia, amnesia, menstruation irregular, metrorrhagia, adnexa uteri cyst and concussion outcome was unknown. The reporter considered abdominal distension, adnexa uteri cyst, alopecia, amnesia, anxiety, arthralgia, back pain, cervicitis, chest pain, concussion, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, hypersensitivity, intestinal perforation, memory impairment, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, palpitations, rash, syncope and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. On or about (B)(6) 2016 the plaintiff underwent a procedure to remove the remaining essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: left fallopian tube was not occluded, essure coil had migrated and/or perforated left fallopian tube.; on (B)(6) 2011: results: unilateral occlusion expulsion of essure device should right tube was blocked, left tube not blocked, coil could not be found ; tubal ligation to left tube; exploratory surgery to locate essure device. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: cervicitis, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet- new event memory loss, irregular menses, spotting between periods, bilateral simple paratubal cysts, concussion were added. Lot number, new reporter, concomitant, treatment and historical medication were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated left fallopian tube/ essure coil had migrated / migration of essure device location of device: left coil is missing") and intestinal perforation ("perforation (other) please describe and state the location of the perforation: bowel") in a 33-year-old female patient who had essure (batch no. 774379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: kariva and ocella. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo). In february 2011, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)/painful menstrual cycle, excessive cramping"), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy period with large clots"), cervicitis ("infection (bladder/ urinary tract/vaginal) type: mild acute and chronic cervicitis"), nausea ("nausea"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), arthralgia ("joint pain"), menstruation irregular ("irregular menses"), metrorrhagia ("spotting between periods") and adnexa uteri cyst ("bilateral simple paratubal cysts"). In 2013, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts / reproductive system disorder or condition type of disorder or condition: ; right ovarian cyst"), headache ("headaches"), migraine ("miograines"), rash ("rashes or skin conditions type: rash on right abdominal side"), palpitations ("palpitation"), dizziness ("neurological conditions or problems type: dizziness, light headed") and amnesia ("memory loss"). On an unknown date, the patient experienced back pain ("back pain"), hypersensitivity ("allergic or hypersensitivity reaction type:"), mood swings ("psychological or psychiatric problems condition: mood swings"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), chest pain ("blood or heart disorder/condition type: chest pain"), feeling abnormal ("brain fog"), memory impairment ("more forgetful"), syncope ("fainting") and concussion ("concussion"). The patient was treated with ibuprofen, lorazepam and surgery (unilateral tubal litigation, hysterectomy (full), salpingectomy (bilateral removal of fallopian tube). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, intestinal perforation, dysmenorrhoea, vaginal haemorrhage, back pain, ovarian cyst, headache, migraine, menorrhagia, hypersensitivity, cervicitis, mood swings, depression, anxiety, rash, chest pain, palpitations, nausea, dizziness, feeling abnormal, memory impairment, syncope, fatigue, abdominal distension, alopecia and arthralgia had resolved and the dyspareunia, amnesia, menstruation irregular, metrorrhagia, adnexa uteri cyst and concussion outcome was unknown. The reporter considered abdominal distension, adnexa uteri cyst, alopecia, amnesia, anxiety, arthralgia, back pain, cervicitis, chest pain, concussion, depression, dizziness, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, hypersensitivity, intestinal perforation, memory impairment, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, nausea, ovarian cyst, palpitations, rash, syncope and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. On or about may-2016 the plaintiff underwent a procedure to remove the remaining essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in may 2011: left fallopian tube was not occluded, essure coil had migrated and/or perforated left fallopian tube.; on (B)(6)2011: results: unilateral occlusion expulsion of essure device should right tube was blocked, left tube not blocked, coil could not be found ; tubal ligation to left tube; exploratory surgery to locate essure device. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: cervicitis, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaints. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.